Manufacturer narrative:
Other applicable components are: product ID: 8578, serial# (B)(4), product type: catheter. Product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 5.194 mg/day) via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016 it was reported that the patient had been agitated and was unable to sleep since (B)(6) 2016. The patient had been in and out of the emergency room three times and had seen their primary care physician. The patient thinks the personal therapy manager (ptm) is not delivering boluses and they are going through withdrawal. The patient reported that they did not have any pain and did not mention and ptm error codes. The patient had an appointment to see the hcp on (B)(6) 2016. The hcp later reported that the ptm error code 8474 was seen. The logs were checked and they confirmed that the low battery reset and pump is safe state messages occurred as of (B)(6) 2016. It was reported that the pump was be replaced. Additional information was reported by the consumer on (B)(6) 2016. The patient had been miserable for the last six days. The patient has seen the 8474 error message but has not heard any audible alarms. The patient had talked to a company representative on (B)(6) 2016 regarding this issue.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. The pump ((B)(4)) was returned for analysis. Analysis of the pump found a miscellaneous low battery reset with an undetermined root cause. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found catheter damage. A leak was found in the catheter body, past the barb on the connector pin.

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies to the pump and has been updated . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was receiving intrathecal unknown morphine (unknown concentration) at 5.1 mg/day. It was reported the patient¿s pump died on him in the past. It was a new pump that just quit. The event date was (B)(6) 2016. The patient went to the emergency room (ER) four times and they did not know what the issue was. The patient was going through withdrawals. The patient said he had not gotten the results from analysis. The pain was bad when that happened, and it was noted the company representative (rep) was in the room when the pump was explanted. It was also reported the patient said he had arthritis preexisting to the pump and mentioned a previous surgery where the arthritis was scrapped out of his neck. The patient said a cadaver bone was put in and he had fusions. The patient said his neck was fused with nuts and bolts from before the pump was implanted. The patient was redirected to the healthcare provider (hcp). No further complications were reported/anticipated or expected.